Event description:
(B)(4). I immediately began having problems. But was told it was my age, my weight (which began an issue right after essure) my job, my stress. No one would ever say it was the coils.